Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed pacing impedances of greater than 2000 ohms. It was reported that the increase occurred after the patient underwent an av node ablation. It was also discovered that the programmed vector had been changed. There were no adverse patient effects reported. The system remains in service.